Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0871 inches. Unit was successfully downloaded using thus. No unexpected alarms/alert/anomalies noted during testing. Unable to verify high bg's. Confirmed 37.5 units of normal bolus was delivered on 18-jun-2024 between 07:24:20.000 and 21:47:04.000. Pump was cut open to perform visual inspection and found moisture damage on the force sensor and motor home switch. P-cap was attached and locked into place properly. The following were noted during visual inspection: battery tube threads cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and label damage (serial number label fading and peeling). No unexpected alarms/alert/anomalies noted during testing, unable to verify high bg's. No device problem found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced hyperglycemia. The customer reported, a blood glucose value of 482 mg/dl. The customer reported, hyperglycemia treated with a manual injection/insulin pen and insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, mmt-381a, mmt-1715kl. Customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed. And the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. No product return is required for mmt-332a, no product return is required for mmt-381a, mmt-1715kl was requested. And the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.